Event description:
A malfunction alarm was reported, identified as malfunction code malf 0, prior to which no notable events occurred. There was no reported information regarding any impact on the customer's blood glucose levels. A pump reset resolved the issue.